Manufacturer narrative:
The stent remains implanted, and the stent delivery system has been discarded; therefore, a device evaluation could not be performed. The relationship between the suspect device and the reported malfunction cannot be determined. A review of the device history record and the product family complaint trends are in progress; results will be provided in a follow-up medwatch report.

Event description:
Note: this medwatch report describes the second of two events which occurred in the same patient (refer to medwatch #6000146-2007-00033 for details regarding the first event). On august 22, 2007, it was reported to boston scientific corporation that a procedure to "reposition" a polyflex esophageal stent was performed on an adult male patient (age and weight unknown). Reportedly, the physician used a double channel gastroscope to pull the polyflex esophageal stent "upward with two pairs of forceps" (product and manufacturer unknown). The repositioning failed as resistance was encountered. It was further reported that the physician attempted to place a second polyflex esophageal stent within the first stent. However, after this second stent had deployed approximately 3 cm, the complainant stated, "the marker stopped moving and froze on the delivery system. Then, the physician attempted to remove the entire system, but the stent got caught on the first stent, and, consequently, completed deployment. According to the physician, the second polyflex stent was repositioned, "but it did not align well on the mucosa." The physician concluded that "healing of the anastomosis may be hindered due to this (event)." At the conclusion of this procedure, the patient's condition was reported as "stable."